Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the description of event and since device was not returned it has not been possible to determine the root cause of this event, however it might have related problems with the captor valve iris or the silicone discs. Internal actions have been initiated to address this failure mode. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: at preparation, the physician experienced flushing difficulty due to saline leakage from the hemostatic valve. The device was used for the procedure since he managed to exit saline from the port near the tip. Patient outcome: the patient did not experience any adverse effects due to this occurrence.